Event description:
Patient reported rupture on right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture, side unknown. The device remains implanted.

Event description:
Patient reported rupture on right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, crease flat and weight to the spec. A microscopic analysis was performed which identify a broken striated in the radius side. Based on the device analysis the final assessment is: a striated broken in the radius side assessed as surgical damage.